Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) failed to deliver therapy for ventricular tachycardia (vt). Programming changes were made. Patient condition was stable.